Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, crease fold and opening on radius. A visual and microscopic analysis was performed which identified: striated opening. Based on the device analysis the final assessment is: a striated opening due to surgical damage consistent in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture and capsular contracture baker grade iii or IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported an intra capsular rupture of the right device, diagnosed by ultrasound. Capsular contracture baker grade iii or IV. The device has been explanted and replaced. Right side.